Event description:
The user facility reported that during the endoscopic retrograde cholangiopancreatography (ercp) procedure, the tip of the single use guidewire involved broke off and fell into the bile duct. The guidewire tip was retrieved by the operator using grasping forceps. While attempting cannulation with the device, the guidewire tip broke off and fell into the patient body. The dislodged fragment was removed using biopsy forceps. The guidewire was replaced with a spare guidewire and the procedure was completed. It was thought that the operator rotated the guidewire while attempting to insert it into the bile duct, which resulted in the fracture of the guidewire tip. The event occurred intra-operative. The procedure was completed successfully. The patient was not seriously harmed.

Manufacturer narrative:
Expiration date: may 2025. UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. Occupation: others. Device manufacture date: june 2022. The actual device was not available; therefore, the actual device will not be returned for evaluation. Review of the manufacturing history record and the shipping inspection record of the lot 26k (june 2022 production lot) found no anomaly in them. Review of the test result of the tip tensile strength during shipment inspection of the lot 26k (june 2022 production lot) found no anomaly in them. A search of complaint record regarding the lot 26k (june 2022 production lot) found no similar cases reported from other facilities. The picture of the fragment retrieved from the patient showed that the length was estimated to be approximately 70 mm. It was not determined if there was missing portion. From the investigation results, as one of possibilities, it was thought that the actual sample was fractured due to excessive force (tension, torque, bending, etc.) Being applied to the involved section while it was in a state where its distal end was trapped due to some factor. However, since there was no actual sample, it was not possible to clarify the cause of occurrence of this case. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).